Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle was defective. This was discovered during use. The following information was provided by the initial reporter: sti 20 g on (B)(6), 2019 in the hospital in did not start the emergency room found when using the needle core active within the duct in the retraction to retreat, not achieve successful puncture, take pictures immediately abandoned after contact manufacturer, due to sti only in undergraduate course room use, the needle bending allow customers to my company's product quality produced a certain question; very bad impact on the company's brand image; it is very likely that the follow-up customers will have some doubts when they continue to choose our products or other series of products.

Manufacturer narrative:
H.6. Investigation: physical and picture samples were provided for evaluation by our quality engineer team. Through examination of the samples, it was determined that the needle within the catheter was bent at the notch and the the catheter was past the bevel. A device history record review was performed for the provided lot number and the review did not reveal any signs of non-conformance during the production process that could have contributed to this defect. All units are inspected by operators prior to being placed within the trays. Based on the investigation results, a definite cause related to the manufacturing process could not be identified. Quality documentation was reviewed and the manufacturing plant currently has proper controls in place to detect this type of product malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle was defective. This was discovered during use. The following information was provided by the initial reporter: sti 20 g on (B)(6) 2019 in the hospital in did not start the emergency room found when using the needle core active within the duct in the retraction to retreat, not achieve successful puncture, take pictures immediately abandoned after contact manufacturer, due to sti only in undergraduate course room use, the needle bending allow customers to my company's product quality produced a certain question; very bad impact on the company's brand image; it is very likely that the follow-up customers will have some doubts when they continue to choose our products or other series of products.